Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was frozen and unresponsive. There was no reported impact to the customer's blood glucose level. Reportedly, the frozen touch screen was able to be cleared. The customer declined further troubleshooting with tandem technical support, and reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, different issues were identified (faulty vibe motor and faulty btle).